Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 400 mg/dl. The customer stated that prior to the event, the customer was experiencing high blood glucose, so the customer's husband called paramedics. Nothing further was reported.